Manufacturer narrative:
The reported event of incorrect measurement was not confirmed. The device code was reloaded, and the device had used high powered telemetry which caused device to be in relaxation. This occurs when high power telemetry using rf or 64k limits total usage to allow the battery time to recover or relax. A long rf/64k session or many short rf/64k sessions require a longer relaxation/recovery period. During the relaxation period, the battery measurement is not accurate and therefore the device does not record it, therefore accounting for measured data unable to be read. The device image analysis indicated average current trends were normal and voltage was in normal range of operation. Further electrical analysis was performed, and device functioned normally. Longevity assessment was performed, and device had appropriate remaining longevity. The device performed per design.

Event description:
During device preparation, the device was interrogated and no battery voltage was indicated. Technical support was contacted and recommended to not use the device and have it returned for investigation. The device was not used.